Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4), description: precision spectra implantable pulse generator. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg incision site was not healing well. The patient underwent a revision procedure and was doing well postoperatively.